Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had oversensing on the right ventricular as well as the atrial lead while doing isometrics. Follow up to the clinic indicated that the patient had a revision to fix the set screw. The device has since been explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient had oversensing on the right ventricular as well as the atrial lead while doing isometrics. Follow up to the clinic indicated that the patient had a revision to fix the set screw. The device has since been explanted and replaced due to elective replacement indicator (eri). No patient complications were reported as a result of this event.